Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was repaired. The error occurred during troubleshooting for (B)(4). Based on the information found, it is not possible to determine whether the cause of the event was the problem described in (B)(4) or a defect on the esm board. (B)(4) is being investigated separately and is not part of this investigation. There was no patient or user harm reported.

Event description:
Esm failed after upgrading sw to 3.0.3.